Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes of noise reversion on the right ventricular lead since (B)(6) 2016. The asymptomatic patient presented in clinic on (B)(6) 2016. Noise could be reproduced in clinic with isometrics; the lead also exhibited loss of capture. The lead was reprogrammed to unipolar configuration resolving the issue. The patient would continue to be monitored.

Event description:
New information noted that the patient was seen in the clinic on (B)(6) 2016. The lead continued to exhibit noise that was reproducible; the patient was asymptomatic. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.